Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Dealer started unit at their shop and took it out to patient's home. An hour later the patient called stating the unit was not working. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4)has been initiated for this issue. The malfunction has not been confirmed.